Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement field generator/emitter shipped to site 06/23/2016. Medtronic investigation of returned suspect field generator/emitter finds that the reported problem could not be duplicated. The field generator was connected to a test system for three hours. It passed the accuracy test with an error of 1.647mm. Flexing the cable does not indicate any intermittent opens. Device found to be fully functional.

Event description:
A medtronic representative reported experiencing an inaccuracy while using the demo head with the site's navigation system. In trouble-shooting, performed a pointmerge registration, 3-point tracer registration and noted a greater than 2 millimeter inaccuracy on different point on the demo head. The medtronic representative moved the emitter to various different positions, however, issue was not resolved. There was no patient present when this issue was identified.